Manufacturer narrative:
Failure analysis lab update: the pca passed all the tests. No fault found (nff) with this therapy board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the ops check fails pads test intermittently. There is no patient involvement.